Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Insulin pump received with cracked battery tube threads.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error and random unexplained no delivery alerts. Customer's blood glucose level was unknown. Customer also stated that there was crack where battery goes in. The insulin pump will not be returned for analysis.